Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
It was reported, the surgeon attached the closed tube clip to the gamma device and proceeded to insert the set screw. The set screw ended up in the patient. The surgeon was able to recover the set screw from the patient. The tip of the closed clip tube was broken.